Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed a shock impedance measurement of greater than 125 ohms. The patient was seen in clinic for follow up. Out of range measurements were not able to be reproduced. The patient will continue to be monitored. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that an additional out of range measurement was recorded. The patient was brought in for trouble-shooting. It was discovered that the shock impedances in triad configuration were consistently greater than 200 ohms despite pocket manipulation and isometrics. The device was reprogrammed to distal coil to can with resulting impedances of 100 and 109 ohms. The system was tested with a 1.1 joule shock which resulted in an impedance of 64 ohms. Defibrillation threshold (dft) testing was then performed where ventricular fibrillation (vf) was appropriately sensed and a 23 joule shock resulting in an impedance of 75 ohms successfully converted the patient. Subsequently the system displayed additional out of range measurements. The patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Event description:
Additional information was received that this right ventricular (rv) lead was surgically capped due to product performance issue. Further information indicated that the rv lead had noise that was oversensed causing inappropriate shocks a few days before the revision procedure. The was a rise in both pacing and shock impedances, and low r-wave sensing at 1.3mv. No additional adverse patient effects were reported.